Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A member of the hospital's staff reported that a patient of the omnipod system was hospitalized. No further information regarding the event, treatment, or device was provided. Further attempts to obtain details regarding this occurrence were unsuccessful.